Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a few pieces of the cannula broke off. The hospital did not report whether the pieces were retrieved from the pt or if they broke outside the pt. Based on the maquet territory manager's description of the contaminated pieces, qa is assuming that retrieval occurred and all pieces were retrieved from the pt. Another device was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned harvesting cannula. When the c-ring was extended, the c-ring was intact and the scope was tubing was securely attached to cradle. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.